Event description:
The user facility reported that the tr band failed to inflate during a procedure. Follow up communication from the user facility confirmed: (1) an air leak was noted during use of the device; (2) the patient is reported to be fine; and (3) no additional event specific information has been provided.

Manufacturer narrative:
Results - is based upon evaluation of user facility information; upon evaluation of a reserve sample. Conclusion - is based upon evaluation of user facility information: upon evaluation of a reserve sample. The involved device was returned to the manufacturing facility in (B)(4) for evaluation. Inspection of the returned sample confirmed that the area adjacent to where the large and small balloons are welded had been stretched & then torn. Evaluation of non-damaged areas of the returned sample confirmed that there were no other anomalies or defects. Evaluation of the retained sample confirmed there were no defects or anomalies. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available information, the appearance of the returned sample is most consistent with damage due to the user applying an excessive pulling force when opening the band prior to use, resulting in the tear between the two balloons. The labeling does address the potential for an event related to damage of the tr band balloon in the instructions-for-use with the following statement: "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).